Event description:
It was reported that the patient underwent surgery for a cholesteatoma removal. The patient does not have the same access to sound as before the surgery.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.